Event description:
It was reported through the results of a clinical trial that following an angioplasty procedure in the mid 1/3 of the left superficial femoral artery with a focused force percutaneous transluminal angioplasty (pta) balloon dilatation catheter, dissection was identified. The current status of the patient is unknown. New information: it was reported through the result of a clinical trial that approximately 7 months post index procedure, target lesion revascularization was occurred. It was further reported that a stent was placed with following balloon dilatation catheter. The procedure was completed without any issues. New information: it was reported that approximately 12 months post index procedure, duplex ultrasound was performed and identified stenosis.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned, however medical records were provided. Based on the medical records, four months after a lower extremity arteriogram and sfa stenting, the patient was admitted to the hospital for lower calf and toe pain. The patient underwent thrombolysis followed by arteriogram, angioplasty and superficial femoral artery stenting and removal of the lysis catheter. Three days later the patient underwent fasciotomy incision and closure. Based on the medical record review, the reported dissection as part of the original angioplasty could not be confirmed. The investigation is inconclusive, as no objective evidence has been provided to confirm an alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned, however medical records were provided. Based on the medical records, four months after a lower extremity arteriogram and sfa stenting, the patient was admitted to the hospital for lower calf and toe pain. The patient underwent thrombolysis followed by arteriogram, angioplasty and superficial femoral artery stenting and removal of the lysis catheter. Three days later the patient underwent fasciotomy incision and closure. Based on the medical record review, the reported dissection as part of the original angioplasty could not be confirmed. The investigation is inconclusive, as no objective evidence has been provided to confirm an alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 04/2020).

Event description:
It was reported through the results of a clinical trial that following an angioplasty procedure in the mid 1/3 of the left superficial femoral artery with a focused force percutaneous transluminal angioplasty (pta) balloon dilatation catheter, dissection was identified. The current status of the patient is unknown. New information: it was reported through the result of a clinical trial that approximately 7 months post index procedure, target lesion revascularization was occurred. It was further reported that a stent was placed with following balloon dilatation catheter. The procedure was completed without any issues.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that following an angioplasty procedure in the mid 1/3 of the left superficial femoral artery with a focused force percutaneous transluminal angioplasty (pta) balloon dilatation catheter, dissection was identified. The current status of the patient is unknown.